Event description:
It was reported that the ventilator failed safety valve test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the safety valve test during pre-use check. Our field service engineer investigated the ventilator on site. The leakage was due to dirt accumulating in the inspiratory pipe. The problem was solved by replacing the inspiratory pipe. No parts were returned for investigation. Therefore, the root cause for the reported problem could not be established.

Event description:
Manufacturers ref: # (B)(4).